Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that they have been having pain since 2015 and the ¿stimulator work for the pain¿ but after they had a fall, the pain had gotten worse.